Event description:
The ICD generator was replaced. Noise on right ventricular (rv) lead which result in pacing inhibition in this pacemaker dependent patient. The patient underwent crt-d upgrade, new rv and left ventricular (lv) lead implant. Defibrillation threshold testing performed 4 days ago but unfortunately on day 1 post procedure was found to have an oversensing rv lead that inhibited pacing. The new crt-d and lead was explanted.